Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet had a cracked screen and was nonfunctional, and a replacement was arranged with return logistics communicated. Symptoms included no adverse physiological effects, with blood glucose reported at 82 mg/dl. Outcomes included continued therapy management using the cgm application while awaiting the replacement ilet. Investigation included complaint review and device replacement logistics. Investigation of this device revealed physical damage to the display component consistent with a broken screen, rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.